Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿ pen needle there was a burr on the hub. The burr stuck to the patient's skin. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no samples or photos were returned for analysis.